Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, h3 and h6 have been updated accordingly. Section b5: addendum for additional information received: the interventional coronary procedure type was used. The deployer was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial located at the femoral artery. There was no vessel tortuosity noted. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved using less than 30 minutes of manual pressure. There was no extension on patient¿s hospitalization since the patient had recovered. The mynx vcd was prepped according to instruction for use (IFU). The patient was not thin and did not have shallow vessel. The sealant of 6f/7f mynxgrip vascular closure device (vcd) came out from the skin. There was no reported patient injury. The mynx vcd was prepped according to instruction for use (IFU). The mynxgrip vcd was used in an interventional coronary procedure. The deployer was mynx trained. The vessel was the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity noted. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The patient was not thin and did not have shallow vessels. Hemostasis was achieved using manual compression for less than 30 minutes. The patient recovered from the event. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the tamp lock. The sealant and the procedural sheath were not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event, and no damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. The balloon catheter was not withdrawn through the advancer tube. Per functional analysis, leak testing was performed on the balloon of the returned device and no leak was noted. Pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1920701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device as the sealant was not returned for analysis. The exact cause of the sealant dislodged could not be conclusively determined. Without the return of the sealant a complete physical investigation could not be performed. Procedural factors, such as the balloon catheter not being withdrawn through the advancer tube, may have contributed to the reported event. According to the mynxgrip instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube not maintained during catheter removal, will cause the sealant to be dislodged from the vessel wall. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1920701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f-7f mynx grip vascular closure device (vcd) came out from the skin. There was no reported patient injury.